Manufacturer narrative:
The device was returned to zoll medical germany; the malfunction was observed and the battery interconnect board was replaced. The device was recertified and returned to the customer. The battery interconnect board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty connector on the battery interconnect board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.